Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that the rocker arm mount of the a3059 mayfield composite series skull clamp has movement and hits the teeth when turning rocker when unlocked. There was no known patient involvement or delay in surgery.

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The received unit has the teeth grinding together in the unlocked position. The disk ratchet has moved and unit is less than 2 years old. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The complaint was confirmed from the evaluation. The likely cause of the complaint was wear and tear over time/ misuse. The definite root cause could not be reliably determined.

Event description:
N/a